Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, after repositioning the right ventricular lead, the helix would not re-deploy on the second attempt after thirty turns. It took ten to twelve turns to retract the lead the first time. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.